Event description:
It was reported that the procedure was being performed in the cath lab. They were placing a catheter into a pt using a 7fr super arrow flex sheath. During the removal of the sheath, they experienced difficulty and part of the sheath broke off inside the pt. The clinician stated that the pt was stable and taken to surgery for the removal of the piece. F/u info received on (B)(6) 2012, from the risk manager states when the physician was removing the sheath, the sheath stretched and then broke. She does not know the size of the piece that was retained in the pt. The pt was taken to surgery and the piece was removed successfully. The pt was fine and was discharged.

Manufacturer narrative:
(B)(4). Sample will not be returned.